Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted; one in the circumflex and other in the lad. Thirty-two days post procedure, nstemi of the target vessel was reported and treated with medication and revascularization with a drug-eluting stent implanted in the lad. Investigator assessed event is not related to the device and antiplatelets. Sponsor assessed event is possibly related to the device and unlikely related to the antiplatelets. Patient recovered.

Manufacturer narrative:
Cec assessed myocardial infarction as a non q wave mi (target vessel), 3rd udmi spontaneous. Cec assessed revascularisation as a target vessel revascularisation, percutaneous intervention not involving the target lesion that was clinically driven. Cec commented tvr for both lad and diagonal. Stent is patent. Cec assessed stent thrombosis as no event. Cec commented the diagonal was jailed. If information is provided in the future, a supplemental report will be issued.